Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of insulin pump had to press than more than once. The customer blood glucose level was unknown. Customer stated insulin pump had no delivery alarms. The device will not be returned for analysis.